Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly checked the ventilator after the event. It passed pre-use check and was put back into service with no issues. No parts were replaced. Ventilator logs were provided. The event log confirms the reported alarms indicating high airway pressure and high respiratory rate. Both alarms points to auto triggering, which is most likely an effect of improper alarm settings. Successful pre-use check was performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. There are no indications of ventilator malfunction. The cause of the alarms has not been conclusively determined but they were most probably due to auto triggering. 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator alarmed for high airway pressure and high respiratory rate. There was no patient harm. (B)(4).